Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft, balloon and in the guide wire lumen. There was contrast on the shaft. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the sds. The protective sheath and stylet were not returned. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The sds was returned with blood and contrast visible on the shaft and blood on the balloon, which is consistent with handling. There was also blood visible in the guide wire lumen, suggesting that the device was at least partially loaded onto a guide wire at some point. The analysis confirmed that the stent implant had dislodged from the balloon and was not returned for analysis. However, there were crimp marks evident on the tightly folded between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. In this case, it is possible that the stent dislodged as a result of handling during removal of the protective sheath, but was not observed to be missing from the balloon until the sds was being advanced over the guide wire, though this cannot be verified. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can become disrupted on the balloon, which may facilitate stent dislodgement. Return of stent implant and the protective sheath may have aided in determining a cause for the reported complaint. There were multiple bends throughout the entire length of the hypotube. However, this damage was not reported in the case description and most likely occurred from handling during packaging for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported dislodgement. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. In this instance, based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined. There does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances.

Event description:
Device issue: dislodged stent. Time of device issue: before use. Adverse event: none. It was reported that when the multi-link 8 stent delivery system was removed from the package and during removal of the protective sheath (protective roll), the stent implant dislodged from the balloon. Therefore, the device was not used on the patient. No additional event or patient information is available.